Event description:
A therapeutic obtryx sling was placed for incontinence. At sometime subsequent to the procedure the patient experienced urinary retention. Approximately 4-6 weeks after the procedure the doctor brought the patient back to the operating room and released the mesh. The patient continued to have retention so the doctor referred her to a urologist, who removed the mesh.